Manufacturer narrative:
Additional information: b2 - outcomes attributed to adverse event, d9 - date returned to manufacturer; corrected data: h4 - device manufacturer date; device evaluation: the suspect medical device was returned to the olympus service center in hamburg, germany for evaluation/investigation. The evaluation/investigation at the service center confirmed the occurrence of varying colored images (green/purple) and traced the issue back to a defective cable assembly. The reported green stripes are part of the identified green image malfunction. Thus, the reported incident was attributed to component failure. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the patient's and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Event description:
Olympus was informed that during therapeutic sleeve gastrectomy procedure, the video telescope displayed green stripes on the image. The procedure was prolonged for about 30 minutes and it was necessary to administer more anesthesia to the patient. However, the procedure was successfully completed with a similar device. During the inspection the image was found to be green and purple.